Event description:
It was reported after a laparoscopic cholecystectomy in which the hdh05 was used the pt required a reoperation due to post-op bleeding. The doctor thinks the hdh5 did not properly coagulate on the liver bed. A reusable right angle bovie was also used in the case. The rep will call back after speaking to the surgeon.